Event description:
Boston scientific received information that this product was part of a system revision due to infection. The product was explanted with no replacement at the time. The patient was issued a life vest until the new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted six months later. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.